Event description:
The reporter indicated the surgeon was inserting a cq2015a collamer aspheric three piece lens and the haptic was noted to be torn going through the cartridge. There was no pt contact. Add'l info has been requested but none has been forthcoming. If add'l info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). (B) (4).